Event description:
It was reported that a patient in the sicu went into asystole and the monitor allegedly did not alarm. Clinician executed CPR to rescue the pt and the pt has recovered. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.